Event description:
It was reported that during the cardiac ablation with pulse field ablation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath and connect dilator were prepped. The physician tried to introduce faradrive sheath and versacross (vc) connect for faradrive over the versacross wire through the groin. But the dilator would not pass through the groin. The sheath and connect dilator were taken back to the sterile table, separated and flushed both items and loaded the sheath with the white prepackaged faradrive dilator. This combination passed through the groin without issue. Once up in the right atrium then white prepackaged dilator was swapped out for the faradrive connect and transseptal was completed. The physician then removed the dilator/wire, aspirated and flushed, introduced the pentaray mapping catheter, aspirated and flushed and started to pre-map. Then the physician noticed quite a bit of bleed back from the sheath valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. It was further reported that the bubbles were initially observed in the sheath shaft. It was then also observed in the flushing line and during aspiration, in the syringe as the bubbles were removed. It was further informed a versacross connect dilator, pre-packaged white dilator, and a pentaray mapping catheter were the devices that had been inside the sheath prior to, and/or at the time, the leak was observed. The leak appears to be coming from the valve of the central lumen of the sheath. The leak was slow drip. Some air was noted in the sheath when the farawave was introduced.

Manufacturer narrative:
Initial inspection of the returned faradrive sheath observed the distal tip of the shaft kinked. To troubleshoot for dilator/sheath interface problems, a device-to-device interaction test with a known-good dilator and versacross connect dilator was tested with the returned faradrive sheath. Interaction test was unsuccessful due to kink in shaft. The sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the cardiac ablation with pulse field ablation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath and connect dilator were prepped. The physician tried to introduce faradrive sheath and versacross (vc) connect for faradrive over the versacross wire through the groin. But the dilator would not pass through the groin. The sheath and connect dilator were taken back to the sterile table, separated and flushed both items and loaded the sheath with the white prepackaged faradrive dilator. This combination passed through the groin without issue. Once up in the right atrium then white prepackaged dilator was swapped out for the faradrive connect and transseptal was completed. The physician then removed the dilator/wire, aspirated and flushed, introduced the pentaray mapping catheter, aspirated and flushed and started to pre-map. Then the physician noticed quite a bit of bleed back from the sheath valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. It was further reported that the bubbles were initially observed in the sheath shaft. It was then also observed in the flushing line and during aspiration, in the syringe as the bubbles were removed. It was further informed a versacross connect dilator, pre-packaged white dilator, and a pentaray mapping catheter were the devices that had been inside the sheath prior to, and/or at the time, the leak was observed. The leak appears to be coming from the valve of the central lumen of the sheath. The leak was slow drip. Some air was noted in the sheath when the farawave was introduced.